Event description:
Initial info for this spontaneous case was received from a physician via a company sales representative on 02-nov-2009 and 04-nov-2009: a female pt (age not provided) was injected poly-l-lactic acid (sculptra) below the orbicularis above the periosteum, 0.5 cc per eye, six weeks apart (therapy dates and indication unspecified). The physician reported that the pt developed firmness under the eyes one year after treatment and after pt had a virus infection. The event is not recovered. No further relevant info was reported. Additional info for sculptra (lot # and expiration date: not provided) from product technical complaint report dated 04-nov-2009, received on 12-nov-2009: ptc number provided. Conclusion: pending.

Manufacturer narrative:
Device qc performed. This case will be reported to the FDA.